Event description:
Pt had a diagnosis of medulloblastoma in 1982. Third tumor (pnet/ewing's group tumor). On 12/7/82 pt received 2500 rads to brain and 2640 rec'd to spinal cord. On 12/29/82-1/21/83, rec'd 2505 rads to posterior fossa.